Manufacturer narrative:
This report is one of three regulatory reports. Two other regulatory reports were submitted under MFR numbers: 3007042319-2017-03367 and 3007042319-2017-03365. Nandi d, miller kd, bober cm, rosenthal tm, montenegro lm, rossano jw, gaynor jw, mascio ce. Systemic atrioventricular valve excision and ventricular assist devices in pediatric patients. Ann thorac surg. 2017 aug 16. Pii: s0003-4975(17)30715-4. Doi: 10.1016/j.athoracsur.2017.05.038. [Epub ahead of print] pub. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads).  The article discussed systemic atrioventricular valve excision and vads in pediatric patients.  One patient experienced a right occipital infarct on post-operative day one with mild peripheral visual field issues.  The patient was discharge and the vad remains in use.  No further patient complications have been reported as a result of this event.